Event description:
Surgeon was using the ligasure advance monopolar tip sealer/divider and found the insulation piece at instrument tip was torn. A second device was used without incident. It is unknown if the second device was the same or different lot number.